Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter.

Event description:
Additional information was received from a hcp on (B)(6) 2017. It was further reported that the cause of the volume discrepancy was not determined yet. It was noted that the hcp tried to do a dye study, but couldn't withdraw cerebrospinal fluid (csf) or drug so the system was to be replaced. A computerized tomography (CT) scan was performed, and it was confirmed that the catheter was in place. The volume discrepancy had not been resolved and the patient's weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that yes the pump/catheter was to be returned to the manufacturer for analysis. Surgery was scheduled for (B)(6) 2017.